Event description:
It was reported that no audio output occurred. The product was evaluated. An exterior visual inspection was performed and passed. Receiver charge and receiver boot was performed and passed. Data log analysis was performed and passed. Functional test results was performed and passed. Alarm/alert manual test was performed and passed. Device was open, speaker/vibrator resistance measured was performed and passed. Internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The complaint was not confirmed because the receiver produced audio output during the audio tests. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that intermittent audio output occurred. On (B)(6) 2023 at 1:00pm, the patient was preparing lunch when she passed out. The patient's spouse stated that the receiver did not alert when it was showing low and the patient did not experience any symptoms prior to passing out. The patient's spouse administered the patient with 2 glucose gel packs but did not check her blood glucose. He called for an ambulance and when they arrived at 1:30pm, the patient had already regained consciousness. Emergency medical technician's checked the g and it was 226 mg/dl. They did not provide further treatment. At the time of the report, the patient was doing good. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.